Event description:
The device delivered at least one inappropriate shock and multiple aborted shocks due to noise on the lead. The lead will be replaced and extraction will be attempted. On (B)(6) 2012 - the rep was able to reproduce the noise by pressing on the clavicle area. The lead was capped and remains implanted.